Event description:
Customer reported that the device was giving the therapy "leads off" message and would not recognize therapy cable connection. There was no report of pt involvement with the reported incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported "leads off" condition. Physio replaced the high voltage relay assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced relay assembly and determined the root cause of malfunction to be the b2 and bs relay contacts. The b2 and b3 contacts were intermittently resistive.